Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the battery compartment was found to be cracked. The pump failed a leak test due to this and evidence of moisture corrosion was found in the battery compartment and on the internal circuit components and circuit board. Additionally, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment, moisture ingress, and a display failure. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.